Event description:
It was reported that during a stent procedure in a tight, tortuous, circumflex lesion, after the first attempt was unsuccessful, another attempt was made to cross the lesion. The device would not cross, and it was removed through the guiding catheter. Upon removal it was noted that the stent was missing. Since the stent could not be retrieved, the pt was sent to surgery, reportedly in stable condition.